Event description:
The pt was admitted with a ruptured aneurysm in the left mid cerebral anterior. The pt had an hh grade of 2. A prowler select lp micro catheter, gt (terumo) guide wire, and a envoy guiding catheter were used in the procedure, noncordis gdc coils were also used. The procedure was stopped because of angiographic occlusion and pt/procedure complications. The pt experienced a thromboembolic event reported as possibly related to the event.

Manufacturer narrative:
The product will not be returned for eval and testing. This is one of three products involved in the same pt and reported under manufacturing # 1058196-2006-00092, 1058196-2006-00095.